Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply. Device remains implanted.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, a suprarenal aortic extension and an ovation extension to treat an abdominal aortic aneurysm (aaa). This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. Approximately seven (7) months post initial procedure, during a routine follow up a type 1a endoleak was identified. The physician elected to implant a suprarenal aortic extension to resolve this event. The patient was reported as doing well post secondary procedure and was discharged home.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ia endoleak and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest sac growth of 12mm occurred that was not included in the event as reported. These findings were discovered during an examination of the discharge summary dated (B)(6) 2022. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. There was an ovation extender placed in the right external iliac artery at the index procedure; however, this concomitant product use did not appear to contribute to the reported event. The final patient status was reported as being discharged on the first post operative day home. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, a suprarenal aortic extension and an ovation extension to treat an abdominal aortic aneurysm (aaa). This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. Approximately seven (7) months post initial procedure, during a routine follow up a type 1a endoleak was identified. The physician elected to implant a suprarenal aortic extension to resolve this event. The patient was reported as doing well post secondary procedure and was discharged home. After the initial report, the clinical assessment determined that there was evidence to reasonably suggest sac growth of 12mm occurred that was not included in the event as reported. The sac growth was discovered during a review of the discharge summary dated (B)(6) 2022.